Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva tpn bag leaked from a hole in the bag seam, near the port seal. This occurred while filling the bag with midazolam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a tear in the lower left corner above the seam and on the edge of the bag. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.